Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7167707 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7166615 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316 batch/lot number: 37454752 model/catalog description: clik anchor unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318 batch/lot number:37825207 model/catalog description: clik x anchor sterile kit unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration as confirmed by imaging. The patient underwent a revision procedure wherein the leads and clik anchors were replaced. The patient was doing well postoperatively, and all explanted device components were disposed of by facility.